Manufacturer narrative:
B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR . B5 - "the lens was replaced with a shorter length/ same model lens on (B)(6) 2022. This resolved the problem." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - corrected to health effect - impact code: 4629 . Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.5/2.0/87 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Excessive vaulting was reported. The cause of the event was reported as unknown. Lens remains implanted.